Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Another filter was successfully placed without pt complications. It was indicated continual flushing of the carrier system during the implant procedure was not performed and that the filter may have been deployed into thrombus which the co believes may have contributed to this event. However, without evaluating the device co cannot determine the exact cause for this event. Co's directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."